Event description:
It was reported that, noise resulting in oversensing resulting in pacing inhibition were observed on the right ventricular (rv) lead. Rv lead damage was suspected but not confirmed. The rv lead was replaced to resolve this event. The patient was stable.